Manufacturer narrative:
(B)(4). The customer returned one two-lumen cvc for evaluation. The catheter contained obvious signs of use. The box clamp was attached to the catheter body and contained sutures. Four stopcocks were also returned, all connected to each other. Visual inspection was performed and no issues were identified with the catheter. The catheter was initially flushed to ensure no blockages were present. The catheter was then occluded and a water-filled syringe was used to pressurize each lumen. No leaks were detected. The catheter was then leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds per document amrq-000071 rev. 11, section 8.7, which is based upon bs en iso 10555-1 annex c. The distal end of the catheter was occluded during testing to restrict flow. No leaks were observed from any region of the catheter. The catheter was able to aspirate water as expected. A device history record review was unable to be performed as a valid material and lot number were not provided by the customer. Although the IFU provided with this kit could not be reviewed because a finished good was not provided, a typical IFU provided with most arrow cvc kits was reviewed. The IFU warns that an air embolism is a possible complication associated with central vein catheters. The IFU also warns not to aspirate the ars while the guidewire is in place or air may enter the syringe. Visual and functional inspections were performed and no issues were identified with the catheter. A functional leak test of the returned catheter was performed and no leaks were observed from any part of the catheter. A device history record review could not be performed as a valid material and lot were not reported. The instructions-for-use (IFU) warns that an air embolism is a possible complication associated with central vein catheters. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that in the hospital (B)(6) an incident occurred in the anesthesia intensive care unit in which the patient was injured by an air embolism. The cause could not be determined. The hospital requests an investigation of the cvc.

Manufacturer narrative:
(B)(4). Additional information requested of the user facility. No additional information received at the time of this report.

Event description:
It was reported that in the hospital '(B)(6)' an incident occurred in the anesthesia intensive care unit in which the patient was injured by an air embolism. The cause could not be determined. The hospital requests an investigation of the cvc.